Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer became hypoglycemic and was unable to self-treat, requiring treatment of sugar, jelly babies, and a sandwich by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer became hypoglycemic and was unable to self-treat, requiring treatment of sugar, jelly babies, and a sandwich by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not powered on with button depression, test strip insertion and usb cable insertion. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and no issues were observed. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range. The reader was de-cased. Visual inspection was performed and liquid contamination was observed due to liquid ingress on the pcba (printed circuit board assembly). Therefore, issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.